Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse indicated that the unit's front blood detector was hanging loose from the bracket and the fse put the blood detector in proper placement. The fse also flushed the vacuum system with di water. The repair was verified per established procedures meeting results of published performance specifications. Root cause was not determined to date for this event. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument was leaking a few drops of diluent and blood when run in manual mode. There was no death or change to patient treatment attributed or connected to this event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.